Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found two tube lifters sticking and a worn out step motor gear in the reported problem area of the pipette assembly. The step motor was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to svc.